Manufacturer narrative:
The device will not be returned for evaluation; this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, leaflets in different planes, and enlarged atrium. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xt, was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that it was initially thought that the leaflet coaptation and insertion was performed during the procedure to ensure that there was sufficient leaflet capture and satisfactory in all views, but then decided it was not, and that it was unlikely that the clip arms were confirmed to be perpendicular to the line of coaptation. To stabilize the clip, a third clip was implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be due to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of not implanting the clip perpendicular to the line of coaptation. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.